Manufacturer narrative:
The reported issue was not confirmed. The system was tested over a period of three days but the issue was not reproduced.

Event description:
It was reported that the video began to flicker on the avl monitor. No pt was involved.